Manufacturer narrative:
The data acquisition pcba was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the da board revealed no evidence of damage or contamination. The da board was installed in the test ventilator in an attempt to duplicate the reported problem. Test ventilator powered up from ac and delivered breaths. Test vent displayed on the screen ¿proximal pressure sensor range error¿ and the vent generated an audible alarm. The test vent did not pass the pressure accuracy test. Da pcba was removed from the test ventilator for further evaluation. During debugging found defective u6 (microstructure pressure sensor) generating the display proximal pressure reading to -2.1 cmh20. The u6 was replaced on da board. The da board was re-installed in the test ventilator. This time the test unit did not generate any errors or failures. The test unit now passed the pressure accuracy test. The defective u6 created the proximal pressure sensor autozero failed alarm.

Manufacturer narrative:
The unit was received at the international service center. The technician was unable to duplicate the report of check vent: ¿proximal pressure sensor autozero failed.¿ however, review of the diagnostic log identified the reported occurrence. Data acquisition board was replaced preventively.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported check vent: ¿proximal pressure sensor autozero failed¿ occurred. The v60 unit was replaced with an alternative in the hospital. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.